Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 350 mg/dl at the time of the call. The customer's father stated that there were no significant events that could led to the motor error alarm. The father stated that they will call back to trouble shoot their son's insulin pump at a later time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.